Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Despite several requests to the physician and to a boston scientific field representative, the model and serial numbers for the devices discussed in the journal article were not available.

Manufacturer narrative:
A request was made to the physician author of the journal article to provide the device model and serial numbers for these 12 crt-ds, as well as the specific reason the device was expanted. However, no information was received. It is possible these adverse events were previously submitted to boston scientific for reporting; however, without specific device model and serial numbers, this cannot be confirmed. Zanon, f., c. Martignani, et al. (2016). "Device longevity in a contemporary cohort of ICD/crt-d patients undergoing device replacement." J cardiovasc electrophysiol: epub before print.

Event description:
Boston scientific received information from a journal article that 12 boston scientific cardiac resynchronization therapy defibrillators (crt-ds) were explanted earlier than expected for reasons including infection, pocket erosion, lead failure, device failure, or safety advisories against the implanted lead or device. The source literature studied the longevity of replaced ICD/crt-d devices, to identify possible factors associated with shorter service life.